Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable, "add gel/replace belt" messages, gelled belt) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled rear therapy electrode, damaging wires in the cable. The damaged wires caused the gel wires to short, releasing gel from the 2 rear therapy electrodes and causing the "add gel/replace belt" messages. There are no indications of any treatment events. The root cause for the strained cable was excessive force. No adverse events occurred from the defective electrode belt.

Event description:
A us distributor reported that a patient's electrode belt was damaged and was receiving "add gel/replace belt" messages.